Event description:
It was reported that there was decline in the patient's hearing performance since (B)(6), 2013. No trauma is known. The patient was re-implanted on (B)(6), 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.